Event description:
The device was returned for set ID failures. Upon return, the device was reverted to manufacturing mode to undergo set ID functional testing. The device failed set ID testing. It was also found the rear cover o ring was partially unseated. The keypad has a gouge in the plastic. The ipc tubing was also found to be pinched internally.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: 2215401100: error message "tubing set not recognized" no patients or users were harmed a preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.